Event description:
This case concerns a product complaint reported by a consumer and is associated with an adverse event. The consumer experienced a problem with their insulin delivery device (humapen ergo 3ml). It is unknown what type of insulin the pt was using. The pt's conmeds are unknown. The pt reported that the delivery device was not giving insulin and the pt experienced high blood sugar levels. The pt was hospitalized on 2 occasions. The pt outcome is unknown. The pt did not return the pen. Attempting follow up with the pt.

Event description:
This case concerns a product complaint reported by a consumer and is associated with an adverse event. The consumer experienced a problem with their insulin delivery device (humapen ergo 3ml). The pt was using lispro (humalog) and human insulin (humulin). The pt's medical history includes retinopathy. The pt was also taking oxygen and blood pressure medication (not specified). The pt reported that the delivery device was not delivering the insulin correctly and the pt experienced low blood sugar levels. The pt was taken to casualty on 2 occasions during 2000 for a couple of hours (treatment unknown). On the first occasion the pt's blood sugar levels were 2 and on the second 1.4-1.5 (units not stated). The pt had used too much insulin. The pt has fully recovered. The pt did not return the pen. Upon follow up with the pt's diabetic educator, it was established that the pt had complicating issues (not specified) and that the event was probably not due soley to the humapen. The pen will not be returned. 25-mar-2001: add'l info received 23-mar-2001. Received follow up on 23-mar-2001. Serious criteria 'hospitalization' added and new event added. Update 04-apr-2001, add'l info received 04-apr-2001 includes contact of a health care professional, added conmeds and changed event from hyperglycaemia to hypoglycaemia with no serious criteria. Update 05-apr-2001, add'l info received from contact on 05-apr-2001 includes suspect drugs, add'l conmeds and medical history, also other complicating issues at the time of the events, added health care professional opinion of relatedness and date of events.